Manufacturer narrative:
For the investigation of the affected evita xl with the serial number (B)(4), produced in august 2005, the logbook and the information of the dräger service technician on site were available. Based on the analysis of the logbook entries and also the examination according to the manufacturer's specifications of the device on site, the described incident can be confirmed. Several entries were recorded in the logbook at the time reported, confirming a hardware component failure in the pneumatic, circuit board hpsv controller and subsequent warm starts. The burning smell was caused by the overheated capacitor of the controller. There was a short circuit of the internal +15v voltage supply. There was no fire, nor were any patient or staff consequences reported. The unit behaved as specified, stopping ventilation and automatically opening the emergency breathing device to allow the patient to breathe spontaneously. Contrary to what was reported, it also correctly alarmed. The affected evita xl tried to resolve the failure of the faulty component by performing a warm start. This process was accompanied by an acoustic alarm with the power failure buzzer. The display is switched off and on again during a warm start sequence. When the warm start sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the preset parameters. Continuation of ventilation was no longer possible in this error case. The device has repeatedly performed successive warm starts. The device cannot be restarted or operated with this error. The power failure horn continues to function for a limited time of approx. 6 minutes. The component was replaced by the service technician and the device was successfully checked according to the manufacturer's specifications. Field failure rate of the circuit board hpsv controller is monitored and accepted by the responsible product quality board. Number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported by the user that the device shut down during operation without giving an alarm. Afterwards, a burning smell could be detected. The patient was not harmed. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.